Event description:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that discordant, falsely elevated troponin results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were repeated and corrected results were reported to the physician(s). It is unknown what instrument the samples were repeated on. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the cuvettes were not being washed properly due to a clogged wash probe. The cse replaced the wash probe. The cause of the discordant, falsely elevated troponin results was due to a clogged wash probe. The instrument is performing according to specifications. No further evaluation of the device is required.